Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of 523 mg/dl. Customer delivered a correction bolus via the pump to address the bg. Customer reverted to an alternate method of insulin therapy.